Event description:
Additional information received from the physician on (B)(6) 2013 stated that in (B)(6) 2010 the patient was well but was not using the vaginal cream as prescribed. On (B)(6) 2010, the patient was still not using the prescribed vaginal cream and mesh exposure was seen. In (B)(4) 2011, there was no complaint of pelvic pain. On (B)(6) 2011, the exposed mesh was removed and the patient was not seen again.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
.